Event description:
On (B)(6) 2013, it was reported that the patient's blood glucose level elevated from 3 to 15 mmol/l (54 to 270 mg/dl). The patient switched to a different infusion device and her blood glucose levels returned to normal. She now thinks the infusion device delivered an inaccurate amount of insulin. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.